Event description:
Lead is still implanted due to occlusion. The physician tried to extract the lead due to a fracture. Instead, decided to leave in the system on the left and implant a new system on the right. Doctor thinks patient sleeping on it over time pinched the lead and caused malfunction. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.